Event description:
The plaintiff's attorney alleged that the patient was implanted with an ams sparc sling on (B)(6) 2010, with the intention of treating the patient for stress urinary incontinence. It was alleged that the patient experienced serious bodily injuries, including but not limited to, pain, bowel and bladder discomfort, mental anguish, and dyspareunia secondary to erosion. It was reported that the mesh erosion "required excision of the mesh product and excision of skin tags on (B)(6) 2011." The patient was also reported to have ongoing bladder and/or bowel discomfort and urge symptoms subsequent to the excision procedure, mental and physical pain and suffering, medical treatment, and permanent injury.

Manufacturer narrative:
Should additional information become available regarding this event, it will be re-evaluated and a follow-up report will be sent.